Event description:
It was reported that this right ventricular (rv) lead exhibited high out range shock lead impedance measurements ranging from 90-140 ohms. Technical services (ts) recommended continuous monitoring until the 28-day average exceeded 150 ohms. This lead remains in service. No adverse patient effects were reported.